Event description:
Customer reported issues with his sensor calibration. Customer stated his blood glucose was 454 mg/dl. He said he was high because he just ate some cake and ice cream. He just came home from a party. Customer treated with his insulin pump. Customer was advised of proper sensor insertion and calibration methods. Customer checked his blood glucose after twenty minutes and it was 452 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).